Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the procedure, there was no injury to the patient despite the reported failure of the instrument. A backup instrument was used to complete the procedure, although the original instrument remained broken, and it is unknown whether the issue could be resolved. No fragment fell into the patient's anatomy as a result of the malfunction. The operation experienced a brief delay, lasting at most one minute, due to the need to exchange the instrument.